Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the left ventricle lead exhibited low pacing impedance. No intervention was performed. Patient was stable.